Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The alarm was determined to be caused by the loose connection. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting it was discovered there was a loose connection. The technical services representative assisted the patient in ending therapy. The patient was advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.